Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to an osteolytic cyst around the medial screw in the tibial baseplate. During the revision, it was noted that the cyst had derived from the polyethylene articular surface component and erosion could be found around the femoral component.